Event description:
It was reported that the patient requested to have the vns generator and lead removed because he no longer wants it and has hoarseness. Attempts have been made for additional information; however, no additional information has been received. Surgery is likely, but has not occurred to date.